Manufacturer narrative:
The insulin pump received with frozen display and constant tone due to corroded electronic assemblies. Unable to verify signal too low alarm, unexpected restart alarm and unresponsive buttons due to frozen display. The insulin pump received with corroded motor home switch. The insulin pump received with cracked case at display window corners and minor scratches on lcd window. The drive support disk was inspected and no anomalies noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms including unexpected restart. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the pump fell in the ocean and that none of the keypad buttons are working. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.